Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous low results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result from a serum sample on the e411 analyzer was 1.25 miu/ml. The customer put the same sample tube in a different rack of the same analyzer and repeated the test with a result of 1.18 miu/ml. These results were reported outside of the laboratory. A urine sample from the patient was positive from a qualitative hcg combo rapid test. The patient did not know she was pregnant and was transferred to another hospital due to a ruptured ectopic pregnancy. There was no effect to the patient due to the results from the e411 analyzer. The other hospital drew a new sample and the hcg + b result was 1168 miu/ml on either a cobas 6000 e 601 module or a cobas 8000 e 602 module. The customer took the original serum sample and ran a serum qualitative hcg combo rapid test and received a positive result. On (B)(6) 2018 the customer took the original serum sample and repeated it on a different e411 analyzer and the hcg + b result was 1423 miu/ml with a data flag. The customer repeated the original serum sample on the e411 analyzer in question and obtained a result of 1389 miu/ml with a data flag. There was no allegation that an adverse event occurred due to the device. The hcg + b reagent lot number was 25919905 with an expiration date of 30-nov-2018. The field service engineer (fse) visited the customer site and checked multiple parts of the instrument. Liquid flow cleaning was performed along with a measuring cell preparation x10. All instrument tests showed passing results. Calibration was run on a fresh reagent pack with the same lot number the customer was using and the results passed. The fse ran qc and a 10 cup precision with acceptable results. Calibration and qc results were acceptable. No issues were identified during a review of the alarm trace. Instrument performance testing data was acceptable. Based on the information available, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer stated that prior to the service visit, they repeated "a lot" of patient samples and identified 2 patient samples that were discrepant when tested for elecsys tsh assay (tsh) on the e411 analyzer. Patient 1 initial tsh result was "low normal" and when the sample was repeated on a different analyzer the result was "high normal." The actual results were not provided. Patient 2 initial tsh result was low outside of the normal range and when repeated on a different analyzer the result was high outside of the normal range. The customer's normal range is 0.4 uiu/ml - 4.0 uiu/ml. The initial low results were reported outside of the laboratory. Corrected reports were issued for these patients. It is not known if any adverse event occurred. The tsh reagent lot number was 26726901 with an expiration date of 30-apr-2018. The customer has had no further issues after the service visit. They repeated all patient samples from a five day period and there were no additional discrepant results.